Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. The blood leak was observed as the patient¿s blood was being rinsed back. Blood was seen leaking externally from the (arterial) blood tubing segment, just outside of the blood pump. There were no alarms from the machine, a fresenius 2008t machine. During follow-up with the cm, it was stated that blood appeared to be leaking from the red part of the tubing (or just next to it). It was described as a slow drip, and blood loss was minimal. Upon close inspection, a small cut or hole was identified in the tubing. There were no issues noted during the priming phase, and the leak did not start until the patient¿s blood was being returned. The cm confirmed there were no apparent loose connections. The patient¿s estimated blood loss (ebl) due to the leak was 10 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be sent back for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment. The blood leak was observed as the patient¿s blood was being rinsed back. Blood was seen leaking externally from the (arterial) blood tubing segment, just outside of the blood pump. There were no alarms from the machine, a fresenius 2008t machine. During follow-up with the cm, it was stated that blood appeared to be leaking from the red part of the tubing (or just next to it). It was described as a slow drip, and blood loss was minimal. Upon close inspection, a small cut or hole was identified in the tubing. There were no issues noted during the priming phase, and the leak did not start until the patient¿s blood was being returned. The cm confirmed there were no apparent loose connections. The patient¿s estimated blood loss (ebl) due to the leak was 10 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be sent back for manufacturer evaluation as it was reportedly discarded.